Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of electrical specification (segments missing). Upper case and side bail covers are broken. Battery contacts are compressed. Ring cover, ring cover screw, side bails, and ring are missing. Keyboard is scratched. Battery flex is corroded. Lower case is broken and contaminated.

Event description:
It was reported the bottom display has many segments missing (lines through display). The device was returned for service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.